Event description:
It was reported that multiple cartridge alarm occurred during insulin delivery. Customer loaded a new cartridge to resolve the issue. The customer experienced an elevated blood glucose (bg) level. Reportedly, the customer's continuous glucose monitor read "high"; however, a specific bg value was not provided. The customer delivered a correction bolus to resolve the high bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.